Event description:
Report information received via china aer database: it was reported that there was a malfunction resulting a leak and a potential hypoxic gas mixture delivery during a case. The breathing bag was reportedly replaced and case resumed. There was no injury reported.

Manufacturer narrative:
The customer declined ge service. No repair information available. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.